Manufacturer narrative:
(B)(4). This event resulted in a retained fragment. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint handling unit received a maude report forwarded from user facility for med watch #uf (B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached it was reported that: there was no surgical delay, the surgery was successfuly completed. No additional information available. This report is 1 of 1 for (B)(4).